Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen uvc. The customer reported that the uvc was inserted at one hospital and then later transferred to another hospital where it was noticed that the uvc was leaking below the hub.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded. (B)(4) qa has requested additional information. If additional information is obtained, the medwatch form will be updated.